Event description:
The customer reported that the system displayed a frame sync error and was unable to perform fluoroscopy x-ray. There is not report of pt injury or death.

Manufacturer narrative:
A ge service rep performed an on site investigation. The interconnect cable was replaced during the service call. The system was tested and found to be working as intended and put back into service.